Event description:
Wheelchair scale fell onto staff's feet when she was trying to put it down to weigh someone. It appears the latch is not working and there is a missing pin to place when the scale is placed in upright position. The bottom of the scale is also bent.